Event description:
A report was received that the ipg was bothering the patient. The patient will undergo an explant procedure.

Event description:
A report was received that the ipg was bothering the patient. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure of the whole scs system. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.